Manufacturer narrative:
Company rep evaluated the unit and replaced the srams. Unit calibrated and safety tested to factory specifications.

Event description:
Customer reported the accutorr plus ii monitor shuts down, which may have resulted in loss of monitoring. No pt injury was reported.